Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged into the right ventricle, shortly after implant. Surgical intervention was performed to reposition the ra lead back into the right atrium. The device remains implanted. Besides surgical intervention, no adverse patient effects were reported.